Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat footswitch was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the footswitch was not providing power to the console. The procedure was completed with the same generator and a replaced footswitch. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4): footswitch failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.